Manufacturer narrative:
Unit received with blank display and constant audio tone alarm (watchdog alarm), problem isolated to lcd board. Unable to perform operating currents, self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests due to blank display. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display and a constant tone before and after a battery change. Customer indicated that their blood glucose was high but the level was unknown at the time of incident. Troubleshooting found that the tone could not be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.